Event description:
Complainant alleged that while a nurse was performing a 200 joule self test, the nurse observed the device arcing from the paddle set. In addition, the device screen does not display a "test ok" message on the monitor screen. The complainant indicated that there was no pt involvement in the reported malfunction.